Manufacturer narrative:
The customer submitted patient sample for investigation testing. Tested the customer sample using retention capture-r ready-screen (crrs), lot k097 on an in-house galileo. The sample tested negative. The patient sample was also tested by manual tube method using panocell-10 reagent red blood cells. E+e- red cells were weakly - 1 + reactive at the antiglobulin phase of testing; e=e+ red cells did not react. The patient sample was also tested using retention crrs, lot k104 on an in-house galileo. The sample reacted 2+ with e+e- red cells. The presence of the e and e antigens was confirmed on returned and retention crrs, lots k097 and k104. The event appears to be related to the nature of the patient sample.

Event description:
A patient sample containing an anti-e antibody tested negative using capture-r ready-screen 4. The sample was positive when tested using a gel method and tube method.